Event description:
It was reported that the tcm was rebooting itself during set up. No patient was injury reported.

Manufacturer narrative:
The field service representative replaced the capacitor and the unit operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.